Event description:
It was reported that this implantable pacemaker recorded voltage too low for the projected remaining capacity and noted that the remote monitoring was not disabled. The device also has 3.5 years remaining. Technical services (ts) confirmed that most recent lead measurements were within normal limits. The clinic is already aware of the alert. This device remains in service. No adverse patient effects were reported.